Event description:
The customer reported the ventilator went vent inop, and alarmed during use. There was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician verified the reported problem. The service technician replaced the exhalation flow sensor. Performance verificatin testing was performee on the ventilator, and all tests passed per operation specifications.